Manufacturer narrative:
(B)(6). The patient was listed to be older than 80 years old the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 19.1 mmol/l (system 1) 8.8 mmol/l (system 2) and 8.9 mmol/l (system 1) no adverse event reported. Return of suspect device was requested and replacement was sent.